Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the symptoms returning on (B)(6) was an ache to 'pernial' implant changed to program 4. It was reported that increasing stimulation resolved the return of symptoms. They further reported they went to doctors office and the program was lowered to program 2 at 4.6. They called again on (B)(6) and was lowered to program 2 at 2.4. Additional information was attached to the letter that stated the nurse called the patient asking them to change from program 3 to program 5, however that did not relieve the ache. They then made an appointment to go in to the doctor's office. Their doctor then advised them to change to program 2 and increase to 4.6. The ache continued until (B)(6) when the phoned the manufacturer and were assisted in lowering to 2.4 on program 2. Since that time they had been measuring their urine along with time. They reported that thus far it seemed to be emptying their bladder, with minimum emergency calls, and they were urinating about 8x daily. They had also visited their neurologist due to sciatic pain, they suggested the patient contact the manufacturer to see if the device could be turned off to indicate if ache was relieved.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that tuesday night was not so bad. They reported the day prior to report, the morning went well, but in the afternoon they were back to their old habits. Patient reported they had increased their trips to the bathroom and urgency. Patient reported that right below their incision was a swelling spot, which was where they thought the ins was. Patient was able to sync with the ins and confirm it was on, they then increased stimulation to where they could feel it. No further complications were reported or anticipated.